Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental issues"), abnormal weight gain ("excessive weight gain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, pelvic discomfort, abdominal pain, back pain, abdominal distension, dyspareunia, alopecia, tooth disorder, abnormal weight gain and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, autoimmune disorder, back pain, dyspareunia, fatigue, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to undergoing the essure procedure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') and basedow's disease ('autoimmune disorder/ graves disease') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental issues"), abnormal weight gain ("excessive weight gain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, basedow's disease, pelvic discomfort, abdominal pain, back pain, abdominal distension, dyspareunia, alopecia, tooth disorder, abnormal weight gain and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, basedow's disease, dyspareunia, fatigue, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to undergoing the essure procedure. Concerning the injuries reported in this case, the following one/ones were reported via social media: basedow's disease. Most recent follow-up information incorporated above includes: on 11-nov-2019: social media report received : event autoimmune disorder was updated with graves disease. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.